Event description:
It was reported that the pt underwent surgery for treatment of grade ii spondy with implant of posterior dynamic and fixation at l4-l5. No fusion was performed. Sometime post-op, the rods were broken and the pt underwent a revision surgery.

Manufacturer narrative:
The devices were returned to medtronic for eval. Visual examination confirmed both rods have broken with cable fractures occurring at the rod flanges. A review of the device history records found no documentation to indicate a non-conformance to specification.